Event description:
Reportedly during a follow up performed on 14 nov 2019 it was noted that an appropriate shock therapy was delivered following a vf episode on (B)(6) 2019. When measuring the ventricular lead impedance, it increased from 700 ohm to 1232 ohm. When measuring the rv and svc coil impedances, both increased from 500-600 ohm to over 1000 ohm. The data showed that the impedance of both coils seemed to increase just after the date the shock therapy was conducted. The data showed that the atrial impedance was around 200 ohm. No episodes of noise were observed and no anomaly was found in a real time egm. The system remained implanted without any changes in the settings.

Event description:
Reportedly during a follow up performed on (B)(6) 2019 it was noted that an appropriate shock therapy was delivered following a vf episode on (B)(6) 2019. When measuring the ventricular lead impedance, it increased from 700 ohm to 1232 ohm. When measuring the rv and svc coil impedances, both increased from 500-600 ohm to over 1000 ohm. The data showed that the impedance of both coils seemed to increase just after the date the shock therapy was conducted. The data showed that the atrial impedance was around 200 ohm. No episodes of noise were observed and no anomaly was found in a real time egm. The system remained implanted without any changes in the settings.